Event description:
Patient called back and reported they still hadn't received the second recharger shipment. Patient services (pss) pulled tracking information and understood due to an address change, there was an additional delay pushing the expected delivery date to tomorrow. The patient was very upset since their implantable neurostimulator (ins) was depleted and worried that fedex would also mess up this delivery (they have two addresses; one goes to the street mailbox, and one goes to their doorstep). Pss reviewed expected delivery date info and provided tracking number to the patient. Pss additional suggested the patient could reach out to their healthcare provider (hcp) to inquire if any local reps might be able to assist in charging the ins or loaning equipment; pss explicitly noted this may not be possible, as not all reps have extra equipment. Pss closed case.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial#(B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the intellis recharger's antenna and relay box were getting too hot when a patient attempted to charge their implantable neurostimulator. Additionally, the controller displayed a screen advising the patient to call medtronic. A request was sent to replace the recharger. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed no anomalies were visually observed and no device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.